Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye and magnification noted the female connector was separated from the main body. The reported issue was verified. The cause of the condition is related to inadequate solvent application during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and mainbody of the transfer set. The event was further described as the"dark blue connector end of baxter transfer set was loose from the light blue part (mainbody) of the transfer set". This occurred during use of peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.